Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported via a manufacturing representative that everything was working normally until (B)(6) 2015 when the patient complained of discomfort. A system impedance measurement was done and electrode zero was found to have high impedance. The patient had no accidents or trauma. No troubleshooting was performed and no actions were taken. The issue was not resolved at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.